Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 18-dec-2017 a field service engineer (fse) confirmed the reported 100 pressure high error message being generated on the g8 instrument. The fse found the I-6 peek tubing from the injection valve to the pre-filter clogged. The fse replaced the I-6 peek tubing. The fse found the uptake check valve on the pressure pump was not functioning properly. The fse proceeded to replace the uptake check valve. The pressure was back to normal. The g8 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for g8, serial number (B)(4), from 18-nov-2016 through 18-dec-2017. There were two (2) complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, section 6.3 - error messages, states the following: a 100 pressure high. The pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported issue was due to a clogged I-6 peek tubing from the injection valve to the pre-filter and the uptake check valve on the pressure pump not functioning properly.

Event description:
On (B)(6) 2017 a customer reported getting 100 pressure high error messages on the g8 instrument. The customer was down and unable to run the g8 instrument, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: device identification; approximate age of device ; PMA/510k.